Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during service visit. During troubleshooting, the control printed circuit board was determined to be defective. Technical error indicating error in the internal memory detected. This technical alarm is common after a software installation. Restart the system and check that no technical alarms are activated. If error code remains, this indicates a hardware error. Control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the control printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).